Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was noted that during a left anterior thoracotomy implant, the o-ring broke during insertion. The surgeon removed the broken piece of o-ring and implanted the pump since it was deemed that the integrity of the implanted pump into the sewing ring was satisfactory after investigating via an echocardiograph. There was no reported patient injury as a result of this event. The pump (B)(4) was not returned to manufacturer for analysis as it remains implanted in the patient. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Based on an open internal investigation, the most probable root cause is user error during implant. However, there are procedural factors such as the thoracotomy approach taken during the implant which could have contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use contains the following reference associated to the reported event: do not use excessive force when tightening the clamp screw because this could damage the graft clamp or graft clamp screw and a loose connection may result in bleeding and/or an air embolus. Replace components if required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the silicone ring on the pump inflow broke during insertion into the sewing ring. The implant procedure was done via a left anterior thoracotomy approach. The site stated that approximately a one (1) cm piece of silicone ring was removed and the sewing ring was tightened in the standard fashion. A manufacturer's representative present at the implant procedure suggested the surgeon consider a pump exchange, however the implanted pump was investigated via an echocardiograph extensively. The surgeon was satisfied with the integrity of the implanted pump into the sewing ring and proceeded to close the chest. The patient was recovering normally and without complications at last report.